Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned partially mated with the locator along with the header bag. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was found to be partially mated with the sheath. No outward damage was identified with the hemostasis sheath. Blood inlet holes were examined and found to be misaligned with the locator. There were no signs of damage noted on the returned components. Then, the locator was removed from the sheath and the hub of the locator was examined under microscope and no flash or molding anomalies were found. No other visual anomalies were noted. Functional testing was performed. The arteriotomy locator was inserted completely in the sheath. When the two components were completely mated without any insertion difficulty, a tactile and audible click was felt and heard, respectively. The blood inlet holes were also properly aligned. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician inserted the angio-seal locator into the insertion sheath, the positions of the drip hole and blood inlet hole did not match. The physician assumed that he would not be able to confirm backflow of blood. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. The estimated blood loss was less then 250cc. There were no other devices or equipment used with the reported product.